Event description:
Several mechanical thrombectomy attempts were made to remove a clot in the left middle cerebral artery (mca) and the distal left internal carotid artery (ica). Imaging demonstrated persistent occlusion of the left ica with no perfusion of the left mca and anterior cerebral artery (aca). Intraarterial reopro and cardene were given to the patient several times during attempts to remove the clot using different retrieval devices. However, there no clot was removed. Imaging demonstrated persistent narrowing and near occlusion of the distal left ica in the supraclinoid portion. Then the stent was successfully placed across the occluded distal ica extending into the proximal m1 mca. The procedure was successfully completed and blood flow of the left ica was restored. However, imaging showed increased intracranial pressure and edema in the left hemisphere. The patient was transferred to the intensive care. The next day, imaging showed worsening edema in the distribution of the left anterior cerebral artery (aca) and mca and hemorrhage transformation. The patient condition continued to deteriorate. Imaging demonstrated severe compression of the left lateral ventricle, worsening hemorrhage and right midline shift. Three days post procedure, the patient was still on ventilator support but the family decided to place him on do not resuscitate (dnr).

Manufacturer narrative:
The device remains implanted.

Manufacturer narrative:
The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
Several mechanical thrombectomy attempts were made to remove a clot in the left middle cerebral artery (mca) and the distal left internal carotid artery (ica). Imaging demonstrated persistent occlusion of the left ica with no perfusion of the left mca and anterior cerebral artery (aca). Intraarterial reopro and cardene were given to the patient several times during attempts to remove the clot using different retrieval devices. However, there no clot was removed. Imaging demonstrated persistent narrowing and near occlusion of the distal left ica in the supraclinoid portion. Then the stent was successfully placed across the occluded distal ica extending into the proximal m1 mca. The procedure was successfully completed and blood flow of the left ica was restored. However, imaging showed increased intracranial pressure and edema in the left hemisphere. The patient was transferred to the intensive care. The next day, imaging showed worsening edema in the distribution of the left anterior cerebral artery (aca) and mca and hemorrhage transformation. The patient condition continued to deteriorate. Imaging demonstrated severe compression of the left lateral ventricle, worsening hemorrhage and right midline shift. Three days post procedure, the patient was still on ventilator support but the family decided to place him on do not resuscitate (dnr).